Event description:
A bioabsorbable screw was being placed in the tibia for fixation when it broke off at the tip. The surgeon attempted to retrieve the screw remnant and then elected to leave it and use another means of fixation.